Event description:
It was reported that during a robotic-assisted nephroureterectomy laparoscopic procedure, at the end of the procedure, while the surgeon was placing the kidney and ureter into the specimen retrieval bag, the Bipolar Fenestrated Grasper (BFG) broke due to limited space for instrument movement, resulting in an internal collision with another Large Needle Driver (LND) within the patient cavity. One jaw of the BFG instrument detached and fell into the patient cavity and was immediately retrieved. There was no issues on the LND instrument. The BFG instrument was then removed normally from use. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.